Event description:
Libre 3 app stopped working overnight, I think. Not exactly sure when it stopped working. I had to log in to the app and it started working again but lost all my previous information. Luckily, I did not have any low or high blood sugar overnight since the app wasn't working I didn't have any alarms. Very potentially dangerous!